Event description:
It was reported that a user experienced intermittent communication failure resulting in signal loss from a dexcom g7 continuous glucose monitor (cgm) to the ilet, with the cgm menu showing pairing with sensor; the agent instructed toggling the connection and restarting the system, and glucose readings resumed, indicating a communication issue likely related to the antenna or electrical and magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with involved components including the antenna and electrical or magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.